Event description:
While on the line with technical support, patient stated that segments were missing in the device's result display. During a subsequent display test, the problem could not be duplicated. No patient injury was reported and no treatment ws received. Technical support requested the return of the suspect product and replacement product was shipped.